Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device was emitting tones. A remote interrogation confirmed that the device declared elective replacement indicator due to longer than normal charge times during middle of life.